Event description:
The physician was attempting to deploy one endeavor sprint stent, the balloon pressurized to 9 atm's but then deflated, the physician pressurized the device up to 12 atm's and deployed the stent successfully, when the balloon was withdrawn it was noted that the balloon was ruptured. No clinical sequelae were reported. Evaluation summary: blood was present inside the balloon and inflation lumen. The device failed negative prep. Pressure was applied to the device. Liquid exited a 1mm longitudinal tear on the distal balloon pillow.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology) - the presence of calcification inside the vessel appears to have caused the balloon burst. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - the presence of calcification inside the vessel appears to have caused the balloon burst. (B)(4).